Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 110 (over voltage cleared no energy)) was confirmed. Upon investigation the monitor was displayed a service code 110. The cause for the failure was isolated to a thermally damaged computer/analog pca (ca board) underneath the c10 capacitor. The root cause for the thermally damaged ca board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the patient was experiencing a service code 110 (over voltage clear no energy).